Event description:
It was reported that the customer's insulin pump was not working properly because it was dropped. A piece of the battery compartment broke off. The customer's blood glucose level was 225 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip and scratched reservoir tube window.